Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited the probe was broken off at distal end, the tissue pad in the grasping section was worn away, the coating of the probe was partially peeling, and the coating of the grasping section (jaw) was partially peeled off. There was no patient involvement.